Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited screen bezel separation, which affected device usability and contributed to elevated blood glucose; the user transitioned to back-up therapy and a replacement device was arranged. Symptoms included transient hyperglycemia. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no severe clinical sequelae. Investigation included complaint intake, troubleshooting, and education with guidance to shut down the device and sync data prior to return. Investigation of the returned device revealed a suspected mechanical enclosure issue of the display assembly consistent with screen bezel separation; no device alerts above threshold were reported and no alarms persisted. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the display housing.